Event description:
It was reported that an intraocular lens (iol) was explanted from the patients left eye due to patient experiencing glare and a thumbprint constantly over her vision. The iol was replaced with a non-johnson & johnson lens. There were no surgical or medical interventions such as incision enlargement, capsule tear, vitrectomy or sutures. There was no patient injury. Reportedly, the patient is doing ok post-operatively. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 12, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.